Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise with oversensing and pacing inhibition on the right ventricular (rv) channel. Upon review of the presenting electrogram (egm), noise over detections caused stimulation inhibitions of greater than 3 seconds. During the consultation the physician made the patient make movements and was unable to reproduce the noise. The patient does not remember what they were doing those days and did not feel unwell. Furthermore, technical services (ts) recommended that this patient be seen in clinic for troubleshooting and perform x-ray imaging. This device currently remains in service. No adverse patient effects were reported.